Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and the stylet was returned inside the lead. Tissue was also present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that a lead revision was performed due to high threshold measurements. The physician was planning on retracting the helix, and then extending again to try and obtain better measurements; however, was unable to get the helix to retract. The physician ended up implanting a new lead. No additional adverse patient effects were reported. The lead will be returned.